Manufacturer narrative:
No product was returned, however the pump's operators manual indicates (see user manual section references) that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump; or states the pump will display an air in line message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily indicate there is a problem with the pump. The user should consult the manual when this happens. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A (device history review) DHR was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump had a no disposable clamp tubing alarm. Upon restart, the pump alarms no disposable, pump won't run. The settings were reviewed, the pump was turned off and the tubing was clamped. The cassette was removed and the tubing was massaged while pressing the green flow stop down. Air bubbles were present in the cassette tubing. The cassette was tapped on a hard surface and attached. The pump was turned on, settings reviewed, and upon restart, the alarm returned. The process was repeated and the alarm persists. The patient was not affected. Reservoir volume 10.1, rate: 0.5, given: 37.7. There was no patient injury.